Event description:
Abnormal coagulation studies following dialysis/phersis. Possibility of inadvertent injection of heparin through lumen. This may have contributed to patient's deathinvalid data - regarding single use labeling of device. Patient medical status prior to event: critical condition. There was multiple patient involvement. Number of patients involved: .invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: a device from same lot was evaluated, other. Results of evaluation: invalid data. Conclusion: none or unknown, other. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: other. The device was destroyed/disposed of.